Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope and bradycardia. On (B)(6) 2015, the pulse generator exhibited noise in the atrial and ventricular channels. The source of the noise could not be determined. No intervention or patient symptoms were reported. The patient would be monitored.